Event description:
Hernia operation. Received bard kugel hernia patch, ref: 0010201 lot no. 43f0d530. Having pain since 4 weeks after surgery implanting the hernia patch. The surgery was in 2005. I was told by the surgeon that I will always have pain there. I have had 33 surgeries, most of them were hernia repairs. This is the only one I have had pain with. I went to another surgeon. They told me that the mesh has rolled up and you can see it sticking out of my abdomen. It has not penerated all the way through, as yet. It is quite painful. I am seeing the second surgeon for surgery to remove the mesh before the mesh does irreversible damage. I simply cannot put up with the pain any longer.